Event description:
During servicing of a (B)(6) male pt's monitor for an unrelated non-conformance, a reportable problem was discovered. The monitor failed the belt box test. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, u1004 and u1005 (low voltage buffers), resistor r45, and d604 and d605 (diodes) of thermally damaged. U1 (switching regulator) on the c/a board was also found to have an improper output. Additionally, the solder pads of high voltage (hv) capacitors, c19 and c20, were beginning to separate from the defibrillator board. The cause of the test failure was due to the damaged components on the c/a and defibrillator boards. The cause of the c/a board component damage likely occurred when the monitor attempted to charge the damage hv capacitors. The cause of the fractured hv capacitor solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the damaged hv capacitors. The pt received a replacement monitor.